Manufacturer narrative:
On 4-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that when the dilator was being removed from the vizigo sheath after being inserted into the body, the end of the sheath which holds the valve and the diaphragm separated from the sheath. When the sheath was replaced, the issue resolved. Additional information received indicated the yellow cap and valve came apart from the end of the sheath; it had totally separated. The valve came off with the hub when the dilator was being removed from the sheath. The brim cap came off along with the hemostatic valve. No air entered the patient¿s body. About 3-5ml of blood loss occurred. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the brim cap, along with the hemostatic valve and silicone ring were found separated from the hub section. In addition, the hub was also inspected and no damage were observed. Further inspection revealed adhesive residues in both hub and brim cap concluding in a good manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The brim cap issue reported by the customer was confirmed. The potential cause of the detachment could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The hub issue reported by the customer could not be confirmed. The catheter instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: cap (g04020) were selected as related to the brim cap detachment issue reported by the customer. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported hub detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and the valve came off with the hub when the dilator was being removed from the sheath. It was reported that when the dilator was being removed from the vizigo sheath after being inserted into the body, the end of the sheath which holds the valve and the diaphragm separated from the sheath. When the sheath was replaced, the issue resolved. Additional information received indicated the yellow cap and valve came apart from the end of the sheath; it had totally separated. The valve came off with the hub when the dilator was being removed from the sheath. The brim cap came off along with the hemostatic valve. No air entered the patient¿s body. About 3-5ml of blood loss occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).